Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The following were observed or reported by the surgeon intra-op: black tissue in the patient. Black material on the mdm metal liner on the side that faces the shell. The mdm liner was loose inside the shell. One of the three screws in the shell was sitting proud, surgeon reported this was the likely cause of the liner being loose. The screw did not appear to be cross-threaded or worn. The bone graft behind the shell had not fully incorporated into the acetabulum, cause the shell to not be optimally seated. The shell, screws, mdm metal liner, adm/ mdm poly insert, and femoral head were revised to a multihole shell with augments and screws, a poly liner, and a 40mm femoral head.